Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission, far field r-wave oversensing causing inappropriate auto mode switch episodes was observed on the device. Programming changes were made. No further information available.